Event description:
It was reported that the right ventricular (rv) lead shock impedance measurement was gradually rising, and intermittently high rv thresholds were observed. Data analysis was performed, and boston scientific technical services indicated that there was an increase in shock impedance however, still in range. There was a jumpy threshold which would benefit of troubleshooting to confirm pacing capture is not affected. There was suspicion about loss of capture for one of the right ventricular automatic threshold (rvat) episodes. Troubleshooting steps were provided to evaluate lead integrity. There were no adverse patient effects reported. The rv lead remains in-service.